Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 12. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and abscess. No further patient complications were reported.